Event description:
The end user states that while driving the device up the ramps into the van the device stopped. The end user states that she put the motors in neutral and pushed it into the van.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.